Manufacturer narrative:
.

Event description:
It was reported to philips that the device had a therapy fail message in ops check and could not deliver a shock. There was no reported patient involvement/adverse patient impact.